Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00875705201, item name: shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners, lot #: 62939160, item number: 00877503202, item name: bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14, lot #: 2772592, item number: 0106010106, item name: avenirâ® mã¼ller, stem, lateral, uncemented, ha, 6, taper 12/14, lot #: 4023582. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05553. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain approximately 3 years post-implantation. Attempts have been made and no additional information is available.